Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a colostomy reversal procedure the staples were c-shaped instead of the expected b-shape. Procedure was completed with another device of the same product code with a purse string around the anvil and head of device. There were no patient consequences reported.